Event description:
Patient tested on suspect device with an inr result of >8.0. Lab inr was 3.6. Was treated with vitamin k and med held. Controls were reported in range. The caller refused to have the device replaced. Instead, she want to run precision and feels like this was a patient issue.